Event description:
It was reported that on (B)(6) 2023, at 1:30, during intra-aortic balloon (iab) therapy on a patient with acute myocardial infarction (ami), the iab membrane would not inflate while being used on a cs300 intra-aortic balloon pump (iabp). The hospital staff attempted to restart the procedure several time, but the problem persisted. Since the issue could not be resolved, the inserted iab was removed and percutaneous coronary intervention (pci) was completed without iabp support. Fluoroscopy showed that the balloon was not coming out of the sheath. There was no reported injury to the patient.

Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # h3 other text : device not returned.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.